Event description:
Per the clinic, the patient developed an infection and swelling at the implant site. The patient was treated with IV antibiotics (specific date and duration not reported) and subsequently, the device was explanted on (B)(6) 2023. Reimplantation is planned but had not taken place at the time of this report.